Event description:
It was reported that an ilet user experienced low blood glucose at night and high blood glucose after pausing or disconnecting from the ilet pump for several hours, leading the user to remove the pump. The issue was associated with user procedure, and no device component was implicated. Symptoms included hypoglycemia and hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. The user was unsure of exact details of the event including date of event and any blood glucose readings. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy after disconnecting from the ilet, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.